Manufacturer narrative:
The investigation of access site bleeding, hemolysis, vf/vt/af/at, positioning issues, and high purge pressure has been completed. The impella device was not returned for evaluation. Positioning issues: failure mode optical signal issue was replaced with positioning issues because there was no reported issue with the optical sensor waveform and the data log optical signal metrics were stable throughout support with no psnr alarms. The cause of the pump position in aorta was patient movement since the positioning issue occurred when the patient rolled in bed. Access site bleeding: the cause of the bleeding was most likely patient movement since bleeding occurred when patient would tighten his abdomen and move this impella leg in conjunction with hypertension. Hemolysis: the cause of the hemolysis was unable to be determined since product was not returned and due to insufficient clinical details. High purge pressure (hpp): data logs were reviewed and immediately following a impella position in aorta alarm, a sharp rise in purge pressure (3 min) was observed with resulting purge pressure high alarm. Pump flow because saturated 3.5 l/min at 39,000 rpm (exceeds the cp threshold of 2.9 l/min at 39,000 rpm on p6) despite no change in p-level and motor current increased with a loss of waveform pulsatility. No motor current spike indicative of an ingestion event. 2 hours later, after p-level was momentarily reduced, normal flows of 3.0 l/min at p7 were achieved and high purge pressure resolved. Motor current pulsatility resumed. The cause of the high purge pressure was most likely biomaterial since the saturated flow persisted after repositioning resolved the hpp. Saturated flow: fm saturated flow was added per data log review findings. Per data low review, pump flows was normal at p6 (2.5 l/min) but upon the spike in pp, p2 flows become saturated (2.7 l/min) but then saturated flow briefly resolves at p7 (3.0 l/min) but then comes back again while still on p7 (3.5 l/min). That indicates loose material since the resistance on the motor doesn't permanently resolve upon repositioning. The cause of the saturated flow was most likely biomaterial since purge, motor current (mc), and flow were affected simultaneously. Vf/vt/af/at: as the necessary information was not provided, the root cause of the vt/vf was not determined.

Event description:
The complainant reported that following impella cp implant, the patient was sedated in the catheterization lab for the duration of the procedure. As the sedation wore off, the access site started to bleed. It was noted that the patient would tighten his abdomen and move his impella leg along with hypertension which caused the site to bleed. When asked, the patient stated that he has severe restless leg syndrome. Manual pressure was held, femostop was placed, and heparin was held overnight to manage the condition. The following day, the patient's urine output was red tinged and their labs came back hemolyzed. Plans were made to explant the pump in response to the condition. However, the patient went into atrial fibrillation the following morning. Amiodarone bolus was given. The pump was repositioned and the patient's condition was monitored. Explant was subsequently postponed until the patient could be cardioverted to a normal sinus rhythm. As support continued, the impella alarmed position in aorta and almost simultaneously a high purge pressure alarm triggered. The registered nurse denied any kinks in the tubing. The purge cassette was replaced but the issue persisted. The impella was advanced two centimeters. Therefore, motor current improved immediately along with flows. Weaning was successful and the device was explanted. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿